Event description:
A customer reported to beckman coulter that unicel dxc 600i synchron access clinical system generated erroneously elevated troponin I (accutni) results, above the acute myocardial infarction threshold and within the risk stratification range, for one patient. The customer reported that the patient had a previous accutni result (0.00 ng/ml) within the normal reference range. The customer reported that the erroneously elevated accutni result above the acute myocardial infarction threshold was released outside the laboratory, but the floor was notified of the erroneous result, so there was no change to, or impact on, patient treatment. Upon repeat testing on the laboratory's alternate access 2 analyzer, an accutni result within the normal reference range was obtained.

Manufacturer narrative:
Beckman coulter field service engineer (fse) visited the customer's site and inspected the analyzer. The fse found that the main pipettor was out of alignment, and adjusted it. The fse also found that wash arm z, the incubator belt alignments, and the ultrsonics voltages were all out of instrument specifications, and adjusted them. Hardware malfunction is the likely cause of this event.